Event description:
It was reported the customer had battery issues with their insulin pump. The customer reported receiving a low battery alert, then the insulin pump shut down. Customer stated their blood glucose declined to 20 mg/dl after their insulin pump shut down. Troubleshooting found the customer's battery did not last for more than one week. It was also found the customer had an off no power alarm on their insulin pump. Customer stated their battery compartment was not damaged or corroded. Customer was advised they would be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.